Manufacturer narrative:
Based on the information provided by the customer, the most likely cause for the difference in the tsh3-ultra results compared to other tsh test methods could be due to tsh genetic variants. The patient samples are not available for testing by siemens. The instruction for use (IFU) states in the limitations section: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection." The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specification. No further evaluation of the device is required. MDR 1219913-2018-00220 was filed for false low results for different samples tested on a different reagent lot (114314). MDR 1219913-2018-00222 was filed for a false low result when sample (B)(6) was repeated on a different reagent lot (114316).

Event description:
False low advia centaur tsh3-ultra ((tsh3-ul) results were observed by the customer, and considered discordant when compared to alternate tsh test methods, and the advia centaur tsh assay. The customer had run 20 samples, and three of the tsh3-ul results did not match when compared to the tsh results. The discordant tsh3-ul results were not reported to the physician(s). There was no report of patient treatment being prescribed or altered, or adverse health consequences due to the discordant advia centaur xp tsh3-ultra results. MDR 1219913-2018-00220 was filed for false low results for different samples tested on a different reagent lot (114314). MDR 1219913-2018-00222 was filed for a false low result when sample (B)(6) was repeated on a different reagent lot (114316).